Event description:
It was reported by the rep that when the device was used during a gastric bypass procedure, an incomplete staple line was produced. A new cartridge was used on the same device to complete the case. There were no consequences to the patient. The device was discarded.